Manufacturer narrative:
H3: device eval by manufacturer: the 27 mm lotus edge valve delivery system was received at boston scientific and analyzed by a bsc quality engineer. The condition of the returned device was consistent with the reported event. There was compression at the distal end of the outer sheath. This compression stretched from approximately 9.5cm from the distal end of the outer sheath and it extended proximally along the outer sheath for a total length of 7.5cm. A kink was observed 6.7cm proximal from the most distal end of the outer sheath. It was possible to unsheathe the valve with no resistance noted. There was no other damage noted. Media was received to aid in the investigation and reviewed by a bsc quality engineer. It is clear from the media that during the physicians attempts to advance both lotus edge valve devices over the aortic arch, that the markers on both devices were not aligned towards the outer curvature of the arch. The media did not capture any evidence that there was any active pull on the guidewires to pull away from the outer curve. As a result, both devices kinked. The media finished with the placement of a non-bsc valve.

Event description:
It was reported that a lotus edge valve delivery system kinked. During a lotus edge valve implant procedure, the delivery system kinked when the physician attempted to align the marker on the greater curvature and while crossing the aortic arch. It was noted that there was difficulty managing the marker during advancement. The device was pulled back into the abdominal aorta and advanced again. The procedure was completed with a 23mm non-bsc valve. It was further reported that the sequence of events are as follows: during a 27mm lotus edge valve implant procedure, the delivery system (lot:0025780489) kinked when the physician attempted to align the marker on the greater curvature and while crossing the aortic arch. It was noted that there was difficulty managing the marker during advancement. Another 27mm lotus edge valve (lot:0025828981) was attempted but also kinked while attempting to align the marker on greater curvature and while crossing the arch. It was noted that the first lotus edge valve system was more severely kinked than the second lotus edge valve system.the procedure was completed with a non-boston scientific valve. No patient complications were reported and the patient condition is ok.

Event description:
It was reported that a lotus edge valve delivery system kinked. During a lotus edge valve implant procedure, the delivery system kinked when the physician attempted to align the marker on the greater curvature and while crossing the aortic arch. It was noted that there was difficulty managing the marker during advancement. The device was pulled back into the abdominal aorta and advanced again. The procedure was completed with a 23mm non-bsc valve.